Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient is having issues with the buttons freezing on their insulin pump. Patient's blood glucose level was at 125mg/dl. Trouble shooting was performed. Patient is advised to cease use of pump and resort to back up. Device is being returned. A replacement was sent to the customer. No further information available.

Manufacturer narrative:
All buttons function properly. However, moisture damage was noted on keypad traces. The insulin pump was monitored. No frozen display noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.